Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging headaches, nausea, and nasal inflammation. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device observed power was supplied to the device and pil confirmed airflow using a known good power supply and power cord. Review of the error logs shows the device has 11225.9 blower hours, 11225.7 therapy hours, 1 instance of e-72 (err_psens_unable_to_obtain_bus), a reboot error, and 1 instance of e-130 (err_task_wdog_timeout), a reboot error. Care orchestrator data shows a compliance rate of (B)(4), and the patient used an adaptive humidification setting of 2 and tube temperature set at 3. An unknown dust contaminant was observed in the blower box where the filter would be placed, on the blower box, on the bottom enclosure, on the blower, and the blower seal. Pil was able to confirm the presence of degraded sound abatement foam residue in the blower box. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01).